Event description:
During a routine pm on the 1.5t magnet, the siemens engineer discovered a few gallons of water in the base of the quench pipe. It was thought the problems were from the exhaust pipe on the roof. On the following day, the siemens engineer checked the 3t magnet for water and none was found and determined that the 1.5 was safe to operate, but engineering needed to inspect the exhaust pipe and stack for ventilation. That evening, siemens determined that that the 1.5t needed to be ramped down and tested. The process was started, but by that night it was determined that it would be best to let the temperature stabilize overnight and proceed with the ramp down on the next day. In the morning, the magnet core had risen enough in temperature to proceed, but the release valve had frozen overnight so the ramp down could not begin. During the process of attempting to thaw out the valve, the magnet began to rumble and the magnet quenched. The engineer was able to get out of the room and no one was hurt. Engineering was on site and quickly turned on the exhaust fan and the room cleared of gas within minutes.